Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6),2020 . According to the complainant, during set up, they puncture the cap and noticed that the sponge got detached and was lodged into the working channel. A water soluble lubricant was applied to the rx locking device biopsy cap prior to use. They were ableto remove the sponge from the scope channel using a pair of forceps. The procedure was completed with another rx locking device biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device problem code 2907 captures the reportable event of sponge detached block h10: one biopsy cap was returned for analysis. The sponge was detached from the biopsy cap, confirming the reported event. The sponge was checked under magnification and the slits seem to be superficial and not properly made on both sides. Additionally, the locking device was broken, broken section was inspected under magnification and it was observed whitened marks indicating the component was submitted to tension until it broke. No other issues noted. Handling and manipulation of the device during its use can lead to break the device, interaction with the scope when it is fastened and interaction with a guide wire locking it and unlocking it can break the locking device. Since the adverse event occurred during the procedure and the device had no influence on event, the investigation conclusion code for the locking device broken will be documented as adverse event related to procedure. The sponge was checked under magnification and the slits seem to be superficial and not properly made on both sides, it is identified as a likely contributing to the defect, generating that the sponge dislodge from the biopsy cap. Based on the information available and the analysis performed to the returned device, the investigation conclusion code for this complaint will be documented as cause traced to component failure. An investigation is in place to address this problem. The device history record (DHR) review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an rx locking device biopsy cap was used during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during set up, they puncture the cap and noticed that the sponge got detached and was lodged into the working channel. A water soluble lubricant was applied to the rx locking device biopsy cap prior to use. They were ableto remove the sponge from the scope channel using a pair of forceps. The procedure was completed with another rx locking device biopsy cap. There were no patient complications reported as a result of this event.